Event description:
Patient had porta cath inserted 2/17/92. Patient admitted 3/30-92 for chemotherapy via porta cath. On 4/1/92 leakage of IV fluids was noted from needle insertion site. Porta cathogram performed on 4/3/92 and it was noted that the catheter had broken off and was in the right atrium with a small portion in the left pulmonary artery. The second attempt for removal of the catheter was successful. Catheter was retreived by utilizing seldinger technique with right femeral approach. The catheter was measured and is 21.4 cms. In length and ability record to the manufacturer which they have in their pocession. The porta cath was attached to an abbott life care pump at the same time the leakage from the needle insertion site was noted. It is manufactured by abbott laboratories. The retrieved portion of the porta cath is available for evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.